Event description:
Pt experiencing weakness, nausea, chest pain, shortness of breath and bradycardia. It was determined pacemaker inserted in 1990 was not functioning. New pacer generator and ventricular lead were inserted 5/5/97.